Event description:
Procedure: tonsilectomy. The surgeon was using the forcep to aid in removal of the right tonsil. The patient was burned superficially at the corner of the right lip. Wound care was given to the patient for the burn. Patient is fine.